Event description:
It was reported that a pt underwent a MRI of the right shoulder and cervical spine. Pillowcases were reportedly used to keep the pt's arms away from the sides of the bore. The pts' abdomen was touching the top of the bore. There was no padding used to keep her from touching the top of the bore. The pt was sedated for the studies. After the pt awoke from the sedation, they complained of their abdomen hurting. The nurse in the recovery room looked at the area and observed a burn/blister 10 inches long across the abdomen at the level of the navel. It reportedly resembled a "whip" mark. The pt was seen by a physician who prescribed silvadene cream. The physician recommended that the pt also see their primary care doctor the next day. He also told the pt to continue using the cream. No further treatment was indicated at this time. Scans were performed on the pt.

Manufacturer narrative:
Declined per hippa. Info not available at this time. Ge healthcare's investigation into the reported occurrence is ongoing. A supplemental report will be filed once the investigation results are available.